Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation reported as deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening anterior and black mold like appearance (approximately 30%). Leak test and microscopic analysis was performed which identified: opening sharp, creases flat and delamination (<75% partial separation). The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: an opening sharp on anterior due to fold flaw opening; a delamination partial of the plug strap (adhesive failure).

Event description:
Device has been explanted.